Event description:
Patient was revised after feeling a snap in her knee. Xray showed a separation between diaphyseal sleeve and femoral component.

Manufacturer narrative:
The device associated with this report was not returned. Patient x-rays were not available for review. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. A complaint database search found additional reported incidents against the reported product code. The investigation could not draw any conclusions about the root cause of the current reported event; however, the investigation identified a trend of fractured and disassociated lps diaphyseal sleeve components. (B)(4) was initiated to investigate root cause and identify corrective actions. A health hazard evaluation was conducted and resulted in a voluntary recall being initiated on (B)(4) 2013. On (B)(4) 2013 the FDA classified this as a class 1 recall. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.